Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) gave inaccurate readings for nibp when in use on obese patients. The biomedical engineer states that when switching out the input unit with another it would give the proper readings. Nihon kohden technical support provided troubleshooting tips, which included testing the unit on a simulator and ensuring they are using the correct cuff size and hose for the patient. The biomedical engineer later stated that the device gave an nibp "air leak" error message. Nihon kohden technical support advised that the air pump needed to be replaced. At a later date the customer decided to send the unit in for evaluation and repair. The device was received, cleaned and evaluated. The reported problem of an "air leak" error message was duplicated. Also, during the manual nibp checks the "safety circuit" continuously turned on. The input unit came in with one of the multi shield chassis missing and one was damaged. The customer then contacted technical support and requested that their unit be sent back to the facility before repairs are performed.

Manufacturer narrative:
Complaint details: the customer reported on (B)(6) 2019 that the nibp is not working on obese patient. Service requested: troubleshooting. Service provided: troubleshooting. Investigation result: the unit was received under ticket: (B)(4). The investigation under (B)(4) is as follows: the ay-633p-a0; sn: (B)(6) was placed into service on 03/27/2010, which is over 9 years at the time of the reported issue. The unit was returned, and evaluation confirmed the air leak error message. A review of device history found no the following: (B)(4) (reported on (B)(6) 2018): nibp is not working on obese patient; unit was returned under ticket: (B)(4). Similar tickets using "ay-633p-a0 air leak error" gave the following result: 20604- air leak error 37109- air leak error 33812- ay-633p nibp air leak error 35121- air leak error 26403- air leak error 28570- air leak error 29597- nibp air leak error 40379- air leak error 24811- air leak error 37926- air leak error 52646- air leak error 55624- ay-633p air leak error 57199- air leak error 50099- nibp air leak error- ay-633p-a0 66999- air leak error an irc (irc-nka300083020) was initiated for air leak error message. Per irc, the cause of pump failure was determined to be cracked diaphragm due to negative pressure at the diaphragm. This is caused by the intake port blockage preventing normal pump operation. The blockage could be of any trigger such as dirt accumulation at the valve. Repair center evaluation also found damaged multi shield chassis which indicates physical abuse caused to the unit. Review of the device history record (DHR) shows that the unit has no history of CAPA, ncmr, refurbishing, or other suspected defects correction: d1. Brand name. Incorrect brand name selected. D4. Model number. Incorrect model number selected. Catalog number. Incorrect model number selected. Unique identifier (UDI) number. Incorrect UDI number selected. D10. Device available for evaluation. F9. Approxiamte age of device. Incorrect age listed. No model/serial provided, unable to know age of device. G5. PMA/510(k) number. Incorrect 510k number listed. H3. Device evaluated by manufacturer - incorrectly updated on follow up 001. H4. Device manufacturer date. No model/serial provided. Unable to determine device manufacturer date. Additional information: b4. Date of this report. D10. Device available for evaluation. D11 & c2 concomitant medical products. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information . Correction. Device evaluation. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative. Input unit: model: ay-633p-a0 serial: (B)(6). Model: ay-633p. Serial#: (B)(6). UDI #: (B)(4). D8. Is this a single-use device that was reprocessed and reused on a patient? No. D10. Input unit used in this incident was returned on: (B)(6) 2018. D11. The ay unit was used in conjunction with the bedside monitor. F9. Approximate age of device for ay unit: 113 months. H4. Device manufacturer for ay unit: 09/02/2008. H5. Labeled for single use? No. H8. Usuage of device: reuse.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) gave inaccurate readings for nibp when in use on obese patients.

Manufacturer narrative:
The biomedical engineer reported that the bedside monitor (bsm) gave inaccurate readings for nibp when in use on obese patients. The biomedical engineer stated that when switching out the input unit with another it would give the proper readings. Nihon kohden technical support provided troubleshooting tips, which included testing the unit on a simulator and ensuring they are using the correct cuff size and hose for the patient. The biomedical engineer later stated that the device gave an nibp "air leak" error message. Nihon kohden technical support advised that the air pump needed to be replaced. The biomedical engineer was provided the part numbers for the replacement parts and they will contact nihon kohden customer support if they decide to replace the parts. No patient harm was reported.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) gave inaccurate readings for nibp when in use on obese patients.